Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00224, 00226, 00227.

Event description:
Allegedly the patient had dislocating left patella with secondary wound dehisence. Repaired dehisence and lateral release.

Event description:
Correction/additional data received 7/29/10: the risk mgr advises our product did not cause or contribute to this event. The culture was negative, no products were removed, and the dislocation was not related to our product.

Manufacturer narrative:
Correction/additional data received 7/29/10: the risk mgr advises our product did not cause or contribute to this event. The culture was negative, no products were removed, and the dislocation was not related to our product; therefore, this medwatch 3500a was not required.